Event description:
Additional information received identified that there were no known allegations of deficiency against the device.

Event description:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent the loss of the bluetooth pairing bond while in MRI mode. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023. Fsca number is pending.